Event description:
It was reported that bd needle sftygld 18x1-1/2 rb contained foreign matter. Verbatim: complaint via email. Email(s) attached. While performing sterile compounding, a sterile syringe package was opened, and a hair was discovered closed into the sterile packaging. It is closed into the cap inside with the needle. The package was not fully opened, it was removed from the hood, and a complete clean was performed to clean the space from the contaminate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.